Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited undersensing of an atrial arrhythmia. Technical services (ts) was contacted and recommended follow up to review programming options. This right atrial (ra) lead remains in service. No adverse patient effects were reported.